Manufacturer narrative:
The reported abnormality was confirmed upon investigation of the alleged faulty part. The complaint "tech turned on device, saw smoke," was verified upon receipt of part as the issue was reproduced. A pcs2 that was previously tested to meet all manufacturing specifications was used to test the returned cpu pcb. The board was installed into the device and the unit was powered on. During post, electrical burning smell was noted, followed by smoke emitting from the card cage. Upon removing faulty part, the board was closely investigated and it was discovered the capacitor located at c63 had a crack and was burnt. A replacement part was shipped to the user facility. (B)(4).

Event description:
A customer contacted haemonetics on (b)96) 2012 to report a pcs2 device with description "tech turn on device, saw smoke, turned device off. Cpu needs to be replaced." No donor or operator injury.